Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged device caused lumps under skin and rash around nose/mouth/eyes. There was no report of patient harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleged device caused lumps under skin and rash around nose/mouth/eyes. There was no report of patient harm/injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Secondary findings of during evaluation observed dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer confirmed the presence of contamination in the airpath. There was no evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.